Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found leaking as ¿upon pushing the plunger, the vaccine came out near the attachment of the needle to the syringe at the luer-lok and at the end of the needle. In addition, another needle, was attached firmly to the syringe but the vaccine again came out at the attachment of the needle to the syringe at the luer-lok tip. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: sample evaluation: one open 3ml packaged syringe was received by bd (B)(6) and confirmed to be from batch #6081881 (p/n 309657). The sample was visually evaluated. The syringe was found to have no visual defects. The syringe was filled with water to evaluate for leakage. A needle was attached to the syringe and the water was dispensed through the needle. No leakage was observed. The syringe functioned as expected. This is a syringe only product. The sample was returned without a needle attached. DHR review for batch 6081881 (p/n 309657): manufacturing dates: 04/14/2016 to 04/15/2016. Batch quantity was (B)(6). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6081881 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, cannot be verified.